Event description:
It was reported that during hospitalization following implant on (B)(6) 2024, the patient was ventilator dependent and developed pleural effusion. Continuous renal replacement therapy (crrt) was administered for three days post-operatively. Although renal function improved gradually, the pleural effusion persisted. The patient was readmitted to the intensive care unit (ICU) after 1 month post operatively due to pneumothorax and oliguria, necessitating intubation and crrt. The patient was transferred back to the general ward, where they remained physically deconditioned and gradually deteriorated. The patient's condition worsened further, and the passed away on (B)(6) 2024 due to multi-organ failure. The pump was functioning as intended prior to the patient death. The device was deactivated.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The pump was not explanted and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including death and multiple types of organ failure and dysfunction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: event date updated. B5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had been admitted on (B)(6) 2025 with creatinine around 200 plus. The patient was noted to have had chronic kidney disease pre-vad implant. The urine output and creatinine had gone down to 140 plus after implant. The urine output dropped, and he was started on hemodialysis. Renal function improved gradually, and dialysis was stopped